Manufacturer narrative:
This is the first complaint reported for this lot number, therefore a device history report is not needed. The device has been returned for evaluation; the investigation is confirmed for material rupture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 48508020 pta dilatation catheter experienced a material rupture. This malfunction was reported from a single source. This malfunction involved a patient with no consequence. The patient¿s age, weight, and sex were not provided.